Event description:
The customer received a blood glucose reading of 413 mg/dl from one contour meter and a reading of 84 mg/dl from her other contour meter. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.